Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the top of the bag. This event occurred before use of the device and was not administered to a patient. The reporter stated that it looked like the bag had not been sealed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak was not identified from the top of the bag; however, functional testing revealed that the bag was leaking from the spike port tubing weld area. Microscopic inspection of the area revealed a small hole. The cause of the condition was not determined. To address this issue, the supplier of the component has been notified of the condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.